Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. 510k k182980.

Event description:
Device issue ( biliary stent) non permeability of the study stent. Treatment: endoscopic, dilation.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-mar-2023.

Manufacturer narrative:
PMA/510(k) # k182980. Device evaluation: the zib6-40-10-4.0 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event. There is no evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions which may have contributed to the event of biliary obstruction. From the article it is known that 48 of the 134 patients had bile duct cancer at baseline. It is possible that tumour ingrowth may have contributed to the biliary obstruction and resulted in a lack of stent patency. It should also be noted that stent occlusion is listed as a potential adverse event in the IFU. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, the patient required an additional stent to be placed as a result of this occurrence. The patient recovered/stabilized. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the receipt of additional information: cc form received 26-aug-22: MDR 2098: other device issue (biliary stent): ¿non permeability¿ identified on imaging (09sep16). Site assessed event as probably related to the study stent; the site indicated that the event did not occur due to a device deficiency. Patient outcome: treatment included stent dilation; the event was considered resolved (patient recovered/stabilized). Additional form received 26-aug-22 including details from same patient and same stent: other device issue (biliary stent): biliary obstruction identified on imaging (28 days post procedure). Site assessed the event as not related to the study stent; the site indicated that the event did not occur due to a device deficiency. Patient outcome: treatment included placement of a new stent; the event was considered resolved (patient recovered/stabilized).

Manufacturer narrative:
PMA/510(k) # k182980 device evaluation the zib6-40-10-4.0 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4). Lab evaluation ¿ n/a document review prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event. There is no evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause review a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions which may have contributed to the event of non permeability which was identified on imaging as a biliary obstruction. From the article it is known that 48 of the 134 patients had bile duct cancer at baseline. It is possible that tumour ingrowth may have caused or contributed to the biliary obstruction. It should also be noted that stent occlusion is listed as a potential adverse event in the IFU. Summary the complaint is confirmed based on customer testimony. The complaint was raised from the attached post-market clinical study ¿zilver 635 biliary self-expanding metal stent & stent sets¿. According to the initial reporter, the patient required an additional stent to be placed as a result of this occurrence. The patient recovered/stabilized. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to an update to the annex a code on 18-may-2023 a code updated from a150101 to a24.